Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom) test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 235mg/dl. The customer's expected fasting blood glucose test result range is 200 to 300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 176 and 147mg/dl using true balance meter. The test strip lot manufacturer's expiration date is 05/14/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (B)(6). Customer is receiving back to back results that are inaccurate.